Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states the pump went into threshold suspend. The customer states the sensor was showing 45mg/dl, and their blood glucose level was actually 116mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer has had bent cannulas. The customer was advised the sensor would be replaced.